Manufacturer narrative:
Root cause: the blower assembly test failed, bad motor phase a, b & c winding generated the blower not to function. This blower assembly will be sent out to rimr manufacture for further analysis and their findings will be amended to the failure investigations report.

Manufacturer narrative:
This entry is to update new information from the analysis performed at the (B)(6) facility. Per the technician's test results on this returned blower assembly found that the hall sensors pin 2 resistance dropped to 196.0 k§ù below the spec during a vent inop condition. Attempts to obtain patient information resulted in no response from the customer.

Event description:
The customer reported a blower temp high occurrence. Patient involvement unknown.